Event description:
Approximately ten months after the implantation, the patient reported an increase in the vad power consumption. The patient was admitted to hospital and treated with IV aggrastat. A preliminary review of the controller log files revealed that the patient's vad parameters normalized with this treatment. However by the next afternoon, the patient's power consumption again rose with another subsequent drop in these parameters. Details regarding any additional treatment were not provided. As of the date of this report, the patient remains in the intensive care unit. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. An increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.